Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on (B)(6) 2010. Subsequently, the patient underwent an initial femoral nail procedure on an unknown date in (B)(6) of 2015 due to a periprosthetic fracture. The fracture was due to patient fall not related to the implants. A competitor's nail was implanted. Patient was revised on (B)(6) 2015 due to instability. The bearing and locking bar were removed and replaced.